Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the xyphoid incision performed during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, did not completely heal. The physician noted that every couple of weeks, the patient would have to have it drained. The physician decided to explant this s-ICD system. This device is not expected to return. No additional adverse patient effects were reported.